Event description:
It was reported that a user believed the pump was not charging as expected; the user was away from home and planned to call back to complete charger troubleshooting, and blood glucose was reported as unaffected without alarms. Symptoms included no clinical effects. Outcomes included no impact on activities, no medical intervention, and no hospitalization. Investigation included technical support triage and planned troubleshooting with the user. Investigation of this case revealed insufficient information to confirm a malfunction or user error. It was concluded that the event was non-serious with no adverse health effects and no reportable injury, and additional evaluation would require completion of troubleshooting.